Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) while on home choice (hc) device during dwell 2 of 4. The home patient (hp) stated that the supply bag fell and disconnected from the line. The baxter technical representative (tsr) had the hp cycle power to get se 2367. The tsr had the hp cycle power to "press go to start" and had the hp disconnect and remove cassette. The tsr advised the hp to contact nurse regarding the reported alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that the supply bag fell and disconnected from the line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.